Manufacturer narrative:
It was reported that " customer stated that she has purchased new adjustment knobs for the rollator but they don't hold correctly. Stated that one of the adjustment knobs fell out from by the front wheel while walking with the rollator. Stated that a different adjustment knob will tighten on that side but only will hold for a day or two and then the same thing happens. Stated that when she purchases the adjustment knob they only stay in place for about 3-7 days before they become loose".there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Customer stated that she has purchased new adjustment knobs for the rollator but they don't hold correctly.